Event description:
The account alleged the bed alarm is not functioning through the nurse call. No pt impact.

Manufacturer narrative:
The technician investigated and found the bed functioned as designed, no repair needed.